Event description:
It was reported that the outer pouch was sealed, the inner pouch of the port was not sealed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexd1522 showed no other similar product complaint (s) from this lot number.